Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display anomaly; the customer changed the battery three times but the device remained blank. The patient's blood glucose at the time of incident was 11.6 mmol/l. Troubleshooting was initiated for the insulin pump. The customer cleaned the battery cap contacts and inserted a battery and the device screen turned back on; however, the display was still fading. The caller confirmed that the inside of the battery compartment was cracked; the crack occurred due to wear and tear. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was not returned or replaced as the device is out-of-warranty.